Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called tech support to report that the black portion of the stapler opened up. The csr stated that it was punctured by the scissors. Tse recommended to send the stapler back. The procedure was completed with no reported injury.